Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a company representative regarding a patient receiving intrathecal hydromorphone 20mg/ml and clonidine 600mcg/ml via an implantable infusion pump. The doses at the time of the event were not provided. Pump interrogation on (B)(6) 2015 revealed that a pump motor stall occurred on (B)(6) 2015 at 14:55 with recovery at 15:44. The cause of the motor stall was unknown. No diagnostics, troubleshooting, or interventions occurred in relation to the motor stall. There were no patient symptoms.